Event description:
Treatment of a right unruptured ophthalmic saccular aneurysm measuring 25mm x 15mm in size. During the pipeline deployment, it was reported that the pipeline did not fully open at the distal end. A balloon was inserted to angioplasty the un-opened segment (an option presented in the instructions for use); however, the pipeline herniated into the aneurysm upon manipulation of the guidewire. The right ica (internal carotid artery) was sacrificed since the patient passed the balloon occlusion test prior to the procedure. No other injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).